Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple severe kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 24cm distal to the strain relief. The break may have occurred due to the application of excessive force which initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-jun-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 30x3.00mm, eccentric, de novo target lesion, containing a lesion bend between >45 and <90, was located in the moderately tortuous and non-calcified right coronary artery (rca). A 3.00x32mm promus element drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.